Event description:
User facility reported to the international affiliate that the suture was almost completely dissolved approx 1-2 weeks following an unspecified surgical procedure. The facility reporter observed that the knots were still in place, however, the suture was almost dissolved in the tissue. The pt required reoperation.